Event description:
It was reported that the patient underwent vns revision surgery on (B)(6) 2011. The explanted products were returned to the manufacturer and underwent analysis. Upon analysis, no anomalies were found with either the lead or generator. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
No device failure found in portion of lead returned to manufacturer, however, a device failure is suspected in the portion of the lead not returned to the manufacturer.

Event description:
It was reported that upon interrogation, a message of high impedance popped up on pt's device. Pt's device was not turned off as pt was doing fine and reported no pain. Physician thought it could be due to fibrosis since he has the same lead since 1999. Pt reported no trauma or manipulation of the device. Pt was seen again and diagnostics were performed indicating impedance value >10,000 ohms. The pt had generator replacement in (B)(6) 2011 and it is believed that diagnostics were ok at that time. X-rays were taken and reviewed by the MFR. Based on the x-rays rec'd, no gross lead discontinuities or sharp angles appear to be present, however an unpronounced lead fracture can not be ruled out. Pt was programmed off on (B)(6) 2011 and revision surgery is likely, but has not occurred to date.